Event description:
Information received regarding the explanted device notes that after replacement of the atrial lead and pulse generator, the ventricular lead demonstrated low pacing impedances. The patient was pacemaker dependent with an escape rate of 53 bpm.